Event description:
The customer reported that a patient's sample failed to react in the anti-a microtube (forward typing), and with a1cells (reverse typing) using mts a/b/d monoclonal and reverse grouping card lot # 022806037-22 (exp. 15 feb 07) in both manual gel and on the provue analyzer. The patient was previously typed as a subgroup of a with anti-a1 in their serum.

Manufacturer narrative:
Sample was submitted by the customer for investigation. Mts confirmed the customer's complaint. Based on the available information provided by the customer and the results of the investigation, sample is a weak a antigen expression reacting negative in the anti-a gel in both manual gel and the provue analyzer and weakly in tube (1+). Incident is most likely sample related. However, mts cannot rule out gel card as a contributing factor. Labeling for the anti-a, anti-b, anti-a, b gel cards cautions the user as follows: the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. It is expected that gel card containing anti-a and anti-a, b, will not detect some vary rare weak examples of the a or b antigens suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo type. The results of red cell grouping should be confirmed by reverse (serum) grouping. Abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. Any discrepancies between the cell and sera grouping results must be resolved before the abo grouping is assigned. A false negative result in forward typing may lead to the misclassification of a patient's abo group. This has the potential to lead to transfusion of abo incompatible blood with risk of death up to 10%. For this reason, incident is considered reportable.